Event description:
Following a new pump and catheter implant a pt had experienced swelling, in addition to having had a seroma. The location of the symptoms were over the implanted pump, no audible alarms were noted. The pt had a dacron pouch. Infection was discussed and was noted to ruled out. On (B)(6) 2010, it was later reported that the pt's mesh pouch was removed and the pt had recovered fully. It was also noted that at every pump prefill the seroma had been drained, and the pt was placed on an antibiotic.

Manufacturer narrative:
(B)(4).